Manufacturer narrative:
Corrected information d10: the device was received by the manufacturer on 08 october 2020. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported battery operation may not be available, which was reproduced during evaluation through troubleshooting the device. The cause was determined to be a failing battery pack. The battery pack was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module would not provide power to a pump and creates an error which displayed 'battery operation may not available'. This was tested on multiple pumps and the problem followed this module. The event happened at an ambulance. There was no known patient injury or medical intervention associated with this event. No additional information is available.